Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. The customer blood glucose (bg) level was "high", although a specific value was not given. Customer administered a manual injection to address their bg level. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.